Event description:
Customer's family members called regarding the meter allegedly not starting a test. The customer did not report any symptoms. They did take insulin. There was no evidence of an adverse event, based on the info provided. The customer service rep tried troubleshooting and the meter did not start. The meter was replaced due to an unresolved issue.